Manufacturer narrative:
Physio-control performed an initial evaluation on the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that various buttons on their device were unresponsive. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio replaced the user interface pcb assembly to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The removed user interface pcb assembly (ui pcba) was further analyzed and physio found the root cause of the issue to be an electrically damaged integrated circuit u5; only the on button was functioning when tested. The ui pcba worked as intended when a known good u5 circuit was installed.

Event description:
The customer contacted physio-control to report that various buttons on their device were unresponsive. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.